Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient has a previous biomet cup and poly which was exchanged for a stryker titanium cup 58 f cup and 36 mm 10° liner on (B)(6) 2018. The patient came back on (B)(6) 2018 still dislocating and the constrained liner was implanted." Rep confirmed that the head and stem are competitor devices.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for review. Medical records received and evaluation: the medical review comment indicated the records indicate this patient initially had a non stryker metal-on-metal bearing arthroplasty with vertical cup malposition and raising cobalt/chrome levels. The system was revised to a biomet cup with poly liner, still presenting with dislocation problems. We should note this patient is morbidly obese with a bmi of 44, something that may really increase dislocation risk. Early jan 2018, the biomet cup was revised to tritanium with mdm but presented again with dislocations within a few weeks. There is only a surgical report to detail the history of the problems with the technicalities of another component exchange to a stryker constrained cup. It does however not provide factual information to help understand why this hip keeps failing by instability. One factor of morbid obesity was mentioned but this is rarely a problem just by itself. Obesity with perfect component position does not normally cause instability problems. There are no x-rays available for this patient while component position is the most critical factor to determine device stability and dislocation risk. There is also no information in the records to point to potential issues with component position and consequently there is not enough information to help solve this case. X-rays are dearly required to help understand hip dislocation problems. As such can this case not be solved with the current information. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the medical review comment indicated the records indicate this patient initially had a non stryker metal-on-metal bearing arthroplasty with vertical cup malposition and raising cobalt/chrome levels. The system was revised to a biomet cup with poly liner, still presenting with dislocation problems. We should note this patient is morbidly obese with a bmi of 44, something that may really increase dislocation risk. Early jan 2018, the biomet cup was revised to tritanium with mdm but presented again with dislocations within a few weeks. There is only a surgical report to detail the history of the problems with the technicalities of another component exchange to a stryker constrained cup. It does however not provide factual information to help understand why this hip keeps failing by instability. One factor of morbid obesity was mentioned but this is rarely a problem just by itself. Obesity with perfect component position does not normally cause instability problems. There are no x-rays available for this patient while component position is the most critical factor to determine device stability and dislocation risk. There is also no information in the records to point to potential issues with component position and consequently there is not enough information to help solve this case. X-rays are dearly required to help understand hip dislocation problems. The exact cause of the event could not be determined as insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient has a previous biomet cup and poly which was exchanged for a stryker tritanium cup 58 f cup and 36mm 10° liner on (B)(6) 2018. The patient came back on (B)(6) 2018 still dislocating and the constrained liner was implanted." Rep confirmed that the head and stem are competitor devices.